Event description:
The event was observed during a remote follow-up.

Event description:
During an in-clinic follow-up, oversensing and inappropriate automatic mode switch (ams) episodes were observed on the right atrial (ra) lead. No intervention has been performed. The patient is stable with no consequences.

Event description:
Additional information was provided that the device was reprogrammed as an interim resolution. The patient will continue to be monitored.